Manufacturer narrative:
On may 4 2021, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation was on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned device. During visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) caucasian female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal and replacement with mentor saline breast implants (catalog number 3501660) on (B)(6) 2021.